Manufacturer narrative:
The device is import for export only, as such a 510k number does not apply. The device has not been received for evaluation. A device history record (DHR) review for model eg29-i10c, serial number (B)(4) was performed and the DHR review confirmed the endoscope had two reworks, one for hole at the tip and one for adhesive repainting and no concessions. The device completed manufacturing on 10 mar 2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer reported that the light of a eg29-i10c- video upper gi scope was not working. The timing and the location of the observation is unknown at this time. There was no report of injury or adverse event requiring medical intervention.

Manufacturer narrative:
Evaluation summary:this may be due to the disconnection of the cmos cable due to repeated use.correction informationg4: premarket identification PMA/510(k)g6: follow up #1h2: type of follow uph3: device evaluatedh6: coding changed based on the investigation result